Manufacturer narrative:
One (1) used stopcock; lot #unknown, connected to an used 3 ml syringe and one used. List #011-c3300, clave¿ neutral connector and additional one (1) used. List #011-c3300, clave¿ neutral connector were returned for evaluation. As received no damage or anomalies were observed. The samples were tested as procedure and no leaks were confirmed, the claves were dissembled and a partial coring in on of the sample was confirmed. The returned syringe was measured finding within specification. The samples were tested as returned, leak was unable to be replicated or confirmed tested under laboratory test and procedure. Once the sample was dissembled a partial coring on the seal was observed. Therefore this condition might be leading a leaks, even the returned syringe was within specification. The probable is typical due to access with an incompatible mating device during use. The probable cause is typical due to incompatible mating device during use, direction for use (dfu) states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a clave¿ neutral connector where it was reported that during IV push administration, leakage was observed from the blue connector. There was patient involvement but no patient harm. There was no delay in critical therapy.